Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead dislodged while slitting the sheath. It was then noted that the guide wire could not be inserted into the lead. A new lead was used, and the patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis. The reported event of unable to insert the guidewire was confirmed. T. The cause of the reported event was isolated to the stripped ptfe coating and inner coil offset consistent with procedural damage. The lead was otherwise normal.